Event description:
It was reported, that during a da vinci-assisted pancreatectomy (whipple) surgical procedure. The tip of the harmonic ace instrument broke. There was no report of fragment(s) falling inside the patient. The procedure was completed with the same instrument. And there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint. And completed the device evaluation. Failure analysis confirmed, the reported issue. The instrument was found with a broken curved blade. Failure analysis found, the primary failure of a broken curved blade to be related to the customer reported complaint. Broken piece, approximately 0.32" x 0.10" was not returned. Material was missing, cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid to, or an error.